Event description:
As reported, an indwelling PICC was removed and replaced due to hub failure. The pt condition was reported as "stable." It was stated that the used PICC would be returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The august 2015 angiodynamics complaint report was reviewed for the xcela PICC product family and the failure mode, "hub extension tubing cracked/detached." No adverse trends were indicated. Visual examination of the returned catheter showed the molded luer to be completely detached from the extension tube with the blue clamp. The luer was not returned for evaluation. A visual inspection of the fractured end of the extension tubing does not show any abnormalities/ thin spots. The evaluation of the returned sample did not reveal any molding/manufacturing related non- conformance, i.e. No sink marks, short shots or heat damage. The hub-to-extension tubing junction was measured and found to meet ID specification. Additionally, the tubing was cross-sectioned, measured, and found to meet ID and od specifications and not show any wall thickness abnormalities. Although a definitive root cause for the failure is unable to be determined, a potential root cause is believed to be erosion of the tubing due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing.

Manufacturer narrative:
Although it has been indicated that the device from the reported incident will be returned for eval, it has not yet arrived. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. (B)(4).